Manufacturer narrative:
Per the customer feedback, serum samples collection tubes were used which were allowed to clot for 20-30 minutes prior to centrifugation. Specific centrifugation information was not supplied. No specific event qc data was supplied. Per the customer, the analyzer was performing within qc specifications at the time bec contacted the customer. Per the customer, the laboratory has an accutni patient sample repeat analysis procedure, which includes re-analyzing all accutni samples with initial recovery of > 0.5 ng/ml on an alternate analyzer. The customer indicated that if initial accutni sample results match previous historical results, no further repeat testing is performed. A clear root cause was not determined for this event.

Event description:
When contacted by beckman coulter, inc. (Bec) accutni marketing survey program, a customer indicated some occurrences of non-reproducible false positive troponin (accutni) results generated by an access 2 immunoassay analyzer. Actual patient results were not supplied. The customer verbally communicated one occurrence from (B)(6) 2011 for one (1) patient's sample. The customer did not report affect to the patient attributed or connected to this event. The customer did not provide information indicating an increase in occurrence or an instrument malfunction.